Event description:
User facility medwatch report received that states: [perclose deployed on the right femoral artery but upon inspection of the "2 feet" only 1 foot was noted. Md was notified; pulses were checked on the patient which was (2+). Md consulted with vascular. Per vascular md- no intervention needed and to monitor the patient. Item description: perclose exp: 8/31/2027; ref: 12673-03; lot: 5101841.] No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report.